Event description:
It was reported that the c-arm up/down intermittently works, and when it does work it moves in reverse. No injury reported. A field engineer was dispatched to the site and determined that the keypad needed to be replaced. Once this was completed the system was working as intended.